Manufacturer narrative:
Revision surgery was performed on (B)(6) 2020. The set screw was explanted and returned to rti surgical for inspections. Visual inspection showed evidence that the implant had not been fully locked down into the construct. Dimensional inspection on the screw threads met manufacturing print specifications. A DHR review was conducted and confirms the device met manufacturing specifications prior to shipping from rti surgical.

Event description:
It was reported to rti surgical on 11/3/2020 that during a patient's post-operative follow-up appointment, it was confirmed that a set screw had loosened.